Event description:
It was reported that upon interrogation, ventricular noise was observed via electrocardiograms. All electrical parameters on the right ventricular lead were good and stable. No intervention was reported. The patient was in good condition during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.